Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, high out of range lead impedances were noted on the right ventricular lead. Also noted the right atrial lead exhibited noise, high out of range impedance which caused automatic mode switching. No intervention performed. The patient was stable and will continue to be monitored.